Manufacturer narrative:
Due to the new information, this file will be canceled as it is not a complaint against the company product. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the ruptured membrane occurred before the lens was used. The surgeon stated the rupture was not due to the lens and would like this record canceled.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced a ruptured membrane. The timing of the event and patient impact are unknown. Additional information has been requested.